Event description:
It was reported that the bile bag was used by many of the patient's as an extension to their g-tube for gastric drainage. The thin plastic extension from the bile bag allegedly snapped off, and blocked the flow of drainage. It was further reported that this has occurred more than one occasion.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "defective components received from supplier.¿ the lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Insert connector into proximal (drainage) end of t-tube. 4. To empty bile bag, remove rubber cap at bottom. Important: hold green connector firmly while removing rubber cap. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bile bag was used by many of the patient's as an extension to their g-tube for gastric drainage. The thin plastic extension from the bile bag allegedly snapped off, and blocked the flow of drainage.